Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent couldn't be removed from applications. Product wont return, highly contaminated. Customer will dispose. Reporting based on flexor k/s/b precedence for this product family.

Event description:
The stent couldn't be removed from applications. Product wont return , highly contaminated. Customer will dispose. Reporting based on flexor k/s/b precedence for this product family.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4). Problem statement: the stent couldn't be removed from applications. Product wont return , highly contaminated. Customer will dispose. Device evaluation: the evo-fc-10-11-8-b device of lot number c1457036 was not available for evaluation. With the information provided a document based investigation was carried out. The patient pre-existing conditions were not provided. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The following additional information was received: was the directional button fully engaged? Was ok . Did the cursor move when the trigger was pressed? Yes has moved. Were any sounds heard from the handle? No. Was the stent partially deployed? No. Were any additional procedures needed? No. What is the patient outcome? The doctor implanted an evo-fc-10-11-6-b, which was good . Root cause: based on the information provided and engineering input, most likely root cause of this event was determined to be the torturous anatomy, causing a buildup of pressure and resulting in the flexor breaking. The following engineering input was also provided: ¿I would agree that the likely cause of failure was that the outer sheath/broke for the following reasons: the stent wasn¿t partially deployed indicating that the outer sheath/flexor was not being retracted upon actuation of the trigger. The cursor moved when the trigger was pressed indicating the trigger mechanism was operating correctly. Most of the parts making up the outer sheath/flexor are visible with the exception of the proximal end of the dark blue nylon tubing which connects to the cursor within the handle. This all indicates that the is a disconnect between the cursor and the outer sheath and as the customer has not identified an visible damage, the damage must be within the handle, which is the dark blue nylon tubing document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Evo-fc-10-11-8-b zip port subassembly contains rmn15-294 which is the component involved in this complaint. Rmn15-294 was delivered with vendor product certification of compliance which states that this component conforms and was manufactured according to the specified requirements. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1457036 did not reveal any discrepancies that could have contributed to this issue. As per internal protocols"approximately 50% and re-sheath to ensure it functions correctly.¿visual inspections of product and packaging¿ the relevant mtm is instructed to check for ¿visual irregularities such as holes, dents, kinks or tears.¿the relevant mtms are instructed as follows: ¿inspect for visual defects; i.e. Loose or embedded foreign materials, kinks, rough or sharp edges.¿ there is no evidence to suggest that this issue affects the entire lot # c1457036; upon review of complaints this failure mode has not occurred previously with this lot # c1457036. IFU review: a per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.